Event description:
Patient was recommended to use the comfeel pressure relief dressing to his foot and to return to the clinic in 1 week. Patient did not return for follow-up, but was later seen at another hospital and subsequently had to have the same foot amputated at a later date. Patient is diabetic.